Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic during followup with their implantable cardioverter defibrillator in backup vvi. The device was successfully restored. The patient would continue with regular follow-up. No patient consequences reported.